Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became stuck on the fill tubing screen with the press and hold control greyed out, and the user could not progress despite device beeping and successful screen unlock. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included temporary interruption of normal pump use with user implementation of a backup diabetes management plan, followed by restoration of normal function after the device battery was allowed to deplete and the pump was recharged. Investigation included remote troubleshooting with guided power cycling and observation of device behavior, including charging and attempted recovery steps. Investigation of this case revealed a transient user interface freeze consistent with a device display or software responsiveness issue on the pump, which resolved after a full power reset. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient software anomaly that cleared following a full reboot cycle.